Manufacturer narrative:
The device was not returned for evaluation. The potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/ collapse lumen/ sac close eye/ valve damage. The lot number is unknown therefore the device history record could not be reviewed. A labeling review is not required due to unknown product code. Therefore, bd is unable to determine the associated labeling to review. Although the product code is unknown, the intermittent catheter labeling is found to be adequate based on past reviews.

Event description:
It was reported that the foley would not deflate. The physician cut off the valve and the balloon gradually drained and the foley came out several hours later.